Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Information for use: the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including device thrombus and re-operation.  The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that the patient had an increase in pump power, and has an audible grinding sound. She had been started on a heparin, and plan is to take her to the cath lab for intra ventricular tpa on (B)(6) 2016. One attempt at intraventricular tpa on (B)(6) 2016 the patient's parameters returned to baseline, 24 hours later the power became elevated again, a dose of systemic tpa was given, resulting in improved parameters. Integrilin was also given. On (B)(6) 2016 parameters rose again, the decision was made to exchange the pump. Exchange was performed on (B)(6) 2016, and the patient was reported to be doing well in the ICU. The site reported that there was no obvious signs of clot. No additional information provided.

Manufacturer narrative:
On 05/29/2016 was mistakenly entered under date received by manufacturer of the initial report. The corresponding date was 05/23/2016. Hvad pump hw25625 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed high power consumption on the reported event date. Analysis of the device revealed that the device passed functional testing. Dimensional verification revealed deviations in the front disc curvature. Considering that the device met specifications prior to release and passed the post-explant functional wet test, this deviation is not expected to affect pump performance and was likely induced during system use. Visual examination revealed abrasions involving the upper and lower housing ceramic surfaces and inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Pathological examination revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the risk documentation, the reported grinding sound could be attributed to dynamic imbalance of the impeller due to thrombus formation/ingestion, which further led to high power consumption. There are clinical factors that may have contributed to the development of thrombus such as the patient's previous medical history, anticoagulant therapy and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.